Manufacturer narrative:
Complaint conclusion: the sealant of a 6f-7f mynxgrip vascular closure device (vcd) was faulty. There was no reported patient injury. The product was returned for analysis. A non-sterile mynxgrip vascular closure device 6f/7f was returned. Per visual analysis, the shuttle was disengaged from the black handle, covering the balloon¿s proximal tip, the syringe was connected to the device with the stopcock closed. An unknown procedural sheath 7f was on the outer cartridge tubing, and the sealant was observed to have been soaked in blood, protruding out from the outer cartridge tubing side slit as received. It was noted that the procedural sheath¿s stopcock was not opened as received. Per functional analysis, unsheathing the sealant was performed on the returned device. Resistance was felt when the shuttle cartridge was being pulled back to the black handle. The sealant was removed from the device, and the shuttle was able to be retracted to the black handle without issue. Blood was observed on the surface of the advancer tube after unsheathing, which indicated that blood may have been trapped inside the sheath during the procedure. The advancer tube was found properly engaged to the distal tamp lock. The condition of the returned device is consistent with a device deployment jam. Per microscopic analysis, the sealant was soaked in blood, swollen and protruding out from the outer cartridge tubing side slit. The condition of the returned device indicates that the sealant may have been prematurely hydrated; and during shuttling and unsheathing step, the sealant was dragged in to the clearance between the outer cartridge tubing and the advancer tube, hindering the device from unsheathing the sealant during the procedure. The procedural sheath, catheter and shuttle cartridge were inspected for anomalies that may have obstructed the device path during the procedure. No anomalies were observed. A product history record (phr) review of lot f1923302 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿sealant device deployment jam¿ was confirmed during analysis of the returned device. The exact cause of the reported event could not be conclusively determined. Procedural factors, such as the sealant prematurely hydrating and increasing in profile during the deploy sealant step, may have contributed to the reported event. It should be noted that the sealant prematurely hydrating and increasing profile may cause the sealant to be dragged into the clearance between the outer cartridge tubing and the advancer tube, which can create resistance and obstruct the device path during the procedure. Also, it was noted that the procedural sheath¿s stopcock was not opened as received, which may have contributed to the reported event. According to the instructions for use (IFU), which is not intended as a mitigation of risk, deploy sealant, it instructs users to open the procedural sheath stopcock and confirm temporary hemostasis while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy). Failure to open the procedural sheath stopcock and/or high tension applied to the balloon catheter during the deploy sealant step can result in a tight seal at the tip of the sheath and as the device is advanced, blood can be trapped inside the sheath and caused the sealant to hydrate prematurely. Neither the phr review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective or preventative actions will be taken at this time.

Event description:
As reported, the sealant of a 6f-7f mynx grip vascular closure device (vcd) was faulty. There was no reported patient injury. The device is expected to be returned for analysis.